Manufacturer narrative:
The complaint on the z3626 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history review was performed and no non-conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 129" (328 cm) appx 16.4 ml, 15 drop primary set w/bcv-clave®, clave®, remv 4-way stopcock w/microclave®, rotating luer w/filter cap, 2 ext. The customer reported that the device was leaking from the connection between tubing and the IV when product is in use. The customer stated that the device did not appear to have any physical damage. There was unknown patient involvement; harm was not reported as a consequence of this event.